Event description:
Customer reported receiving a motor error alarm during bolus delivery on the insulin pump. The blood glucose reading was 84 mg/dl. Customer could not recall any significant events leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer stated that he was able to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.